Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
A certified ophthalmic assistant (coa) reported that following an intraocular lens (iol) implant procedure, the iol became dislocated. The iol was removed in a secondary procedure and exchanged for a different model iol.